Event description:
It was reported that the patient presented in-clinic for a routine check-up. Upon interrogation it was noted that the left-ventricular (lv) lead failed to capture. No resolution was performed. There were no patient consequences.

Manufacturer narrative:
The reported event of failure to capture was not confirmed. As received, only the connector portion of the lead was returned for analysis. Electrical testing that could be measured did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies with the exception of procedural damage.

Event description:
New information received notes that the lead was explanted. No information regarding adverse patient consequences was reported.